Event description:
It was reported the patient presented to the emergency room after receiving appropriate therapy for a vt episode. Upon viewing the episode, the episode is labeled as happening two days before. The date and time on the programmer are set correctly. On (B)(6) 2017, the session records were reviewed by technical services, no therapy was delivered since the rate was in the monitor zone. The vt episode began on (B)(6) 2017 in the vt monitor zone and continued until the patient was externally defibrillated on (B)(6) 2017. Programming changes were made and the patient was stable.